Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine the 510(k) # without a part number or common device name. No investigation could be performed, no conclusion could be drawn as no device has been returned.

Event description:
Vectra-t plate and screws implanted during acdf procedure secondary to inferior screw back out. X-rays showed inferior screw backing out. Surgeon also revised inferior graft. At this time there is no report of revision surgery.